Event description:
--

Event description:
Additional information indicated that this patient's rv lead had eroded through the skin. It was noted that the patient has had an infection for about a year now and went to a plastic surgeon who hoped to bury the device under the muscle and clear up the skin infection. A revision procedure was performed and the lead was explanted.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead underwent a pocket revision procedure due an infection. Approximately one year later, the device had migrated towards the arm pit. The pocket was noted to be red and swollen and the device was sticking out at an angle; however, it was not eroding out of the skin. Another pocket revision was performed and the same device was moved more medially and blood cultures were taked to determine if an infection was present. The lead remains implanted at this time. Additional information indicated that the field representative has not received the results of the cultures taken. No further adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted melted insulation 158 millimeters from the terminal pin which was induced damage by electrocautery during the explant procedure.

Manufacturer narrative:
The lead is currently being analyzed. Upon completion of analysis, this report will be updated.